Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the xience v stent was implanted in 2008, without any procedural complications noted. However, during an office visit approx 10 months post-procedure, the pt experienced unstable angina and was hospitalized. Left heart catheterization was performed and a stent was implanted in the mid circumflex (cx) due to restenosis. The angina resolved and no other adverse pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
The pt effects of stenosis and angina are addressed in the instructions for use (IFU) as known potential adverse events associated with coronary stenting. Although hospitalization is not specifically addressed in the IFU, it is listed in the risk assesment, in addition to stenosis and angina, as potential post-procedure complications with coronary stenting and are not necessarily an indication of a product quality deficiency. There was no note of any product malfunction during the procedure. The angina was likely a secondary effect of the stenosis, which was successfully treated with placement of an additional stent and resulted in further hospitalization.